Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low flow alarms after a hospitalization for intracranial bleed. During this admission, the patient had a tracheostomy and was hemodynamically unstable on pressors, had a dilated colon, and was put on hemodialysis. The flows reportedly kept dropping from 2.0 to 1.8 and did not improve with fluid hydration bolus or pressors. The patient reportedly had normal lactate dehydrogenase (ldh) of 310 - 370, a normal liver profile and bilirubin level, yellow urine and an international normalized ratio (inr) of 1.4. The patient was reportedly off of coumadin due to the recent intracranial bleed. With the low flow alarms there was reportedly also a message to replace the controller, which the clinicians did. The exchange did not improve flow so the controller was switched back to the primary. The patient's speed was increased from 6000rpm to 7200rpm, which raised the flows to 2.6. The patient's ramp was abnormal, with no shrinking of the left ventricle (lv) size, and the septum remained the same even at higher speed. The patient was started on a heparin drip and a log file review was requested to assess the functionality of the pump. The log file review noted routine pulsatility index (pi) events as well as the reported controller exchange and speed change. It was later communicated that the patient was admitted on (B)(6) 2022 with acute shortness of breath and acute respiratory failure secondary to an asthma exacerbation. The next day, the patient was intubated and placed on mechanical ventilation status post cardiac arrest. After intubation, the patient remained sedated and paralyzed and required vasopressor support. Initially found to be in multiorgan failure from shock, with worsening renal and liver function. The patient has had a history of previous strokes and was not waking up after sedation. On (B)(6) 2022 a head computed tomography (CT) scan was done and noted remonstration of inferior right frontal lobe intraparenchymal hemorrhage with surrounding vasogenic edema causing local mass effect with no significant midline shift. Patient's anticoagulation medication was put on hold for several days. It was also communicated that the low flows were due to subocclusive/occlusive thrombus in the mid outflow cannula of the pump found by computed tomography angiography (cta). The patient was reportedly decommissioned and expired on (B)(6) 2022. The controller was sent back for investigation.

Event description:
It was reported that the previous strokes occurred prior to left ventricular assist device implantation.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome 3261. Manufacturer's investigation conclusion: a direct correlation between the device and the reported intracranial hemorrhage, multi organ failure, and patient outcome could not be conclusively established through this evaluation. Additionally, the report of outflow cannula thrombus could not be confirmed through this evaluation. The device was not explanted and is not available for evaluation. The submitted system controller event log file captured persistent low flow alarms on (B)(6) 2022. The driveline was observed to have been disconnected and reconnected on (B)(6) 2022, consistent with the reported controller exchanges. No other notable alarms or events were captured, and the pump appeared to have operated as intended at the set speed. A specific cause for the low flow events could not be conclusively determined through this evaluation. A review of the submitted CT images was inconclusive for outflow graft thrombus. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis, stroke, bleeding, various types of organ failure, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.